Event description:
Report received from the USA stating that the device "will not load cutter". Device was not used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "will not load cutter" was confirmed. During the pre-diagnostic assessment, the tip and bearings were found damaged. If additional info becomes available, a supplemental report will be sent.